Manufacturer narrative:
No explants were made available for analysis. However, review of the provided x-ray confirmed the reported failure. The surgeon stated that the patient is "doing ok," and there is no known revision plan. Review of labeling: possible adverse events: delayed union or nonunion (pseudarthrosis). Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
On (B)(6) 2022 a patient underwent spinal surgery utilizing seaspine's regatta interbody and plate systems. On 15 sep 2022, seaspine was made aware that the interbody migrated three weeks post-operatively. The reported failure was confirmed via provided x-ray.

Manufacturer narrative:
No explants were made available for analysis. However, review of the provided x-ray confirmed the reported failure. The surgeon stated that the patient is "doing ok," and there is no known revision plan. Review of labeling: possible adverse events delayed union or nonunion (pseudarthrosis) loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
This supplemental is being filed to include the UDI number that was available, but not included in the initial report. On (B)(6) 2022 a patient underwent spinal surgery utilizing seaspine's regatta interbody and plate systems. On 15 sep 2022, seaspine was made aware that the interbody migrated three weeks post-operatively. The reported failure was confirmed via provided x-ray.